Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease sharp on posterior assessed as fold flaw opening. Pain: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Stress marks observed. Wear abrasion observed.

Event description:
Patient reported right side rupture and pain. Healthcare professional reported rupture (confirmed with MRI). Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and pain. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b6, d6b., g2, h.6.

Event description:
Healthcare professional reported rupture (confirmed with MRI). Device has been explanted.